Manufacturer narrative:
(B)(4).

Event description:
Immucor received a customer complaint on 26 february 2018 ((B)(4)) from a customer that contacted immucor regarding eight samples across three runs that generated a mistype with lifecodes hla-dqa1/b1 sso typing kit (lot 3006117). The customer reports that for these samples the dqa probe 207 was false negative resulting in dqa sample mistype for dqa1*02. In all cases, the samples were typed as dqa1*01 homozygous by lifecodes hla-dqa1/dqb1 sso typing kit lot 3006117. The samples were repeated for dqa locus by the customer on ssp/linkseq and the repeat typing results were dqa1*01, dqa1*02. The customer informed immucor that no incorrect results were reported. The customer chose to repeat the typings by another method due to probe 207 being close to the threshold and due to known gene associations with drb1.